Manufacturer narrative:
Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit would not power up. There was no patient involvement.

Manufacturer narrative:
Report date: 23oct2018. Philip's field service engineer (fse) replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test. The power supply assembly was returned to philips for evaluation. A failure was identified with a component on the power supply, preventing the power supply from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.